Manufacturer narrative:
(D10) concomitant devices: 300-01-09 - eq humeral stem primary, press fit 9mm: 4106805; 320-38-03 - eq reve 38mm humeral liner +2.5: 4768130; 320-10-00 - eq rev adapter plate tray +0: 5721234; 320-01-38 - reverse 38mm glenosphere: 5649380. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 6 year(s), 1 month(s) and 10 day(s) post-operative of a revised left rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Loose baseplate in rtsa revised from tsa for failed glenoid (see case (B)(4)) lucency on x-ray since 2019. Gradual increased pain and loss of function; with sudden increase in pain while playing pickleball. The patient underwent a standard reverse revision with the reported removal of torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw, glenoid base plate, and compression screw/locking cap components. Additionally, the patient was revised to a hemiarthroplasty and the outcome of this event is considered resolved. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may be the result of the glenoid loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.